Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient never had therapeutic effect and that since the device was implanted, the patient had not seen that much of a difference in their symptoms. The patient reported that they would still get up every 2 hours to change their pad. The patient also mentioned that a couple weeks prior to their having the device implanted the patient had an unrelated surgical procedure for an unrelated medical condition on their ¿lip down there,¿ and they had to get a lot of stitches. The patient reported that when they increased the stimulation they would get a really serious pain where the stitches were. The patient also stated that they had stimulation up to 7.5 and they checked the stimulation it was down to 0. Patient services reviewed the programmer function and the patient stated that they hadn¿t turned the stimulation off or changed the program. Patient services offered to help the patient change the program but the patient opted not to. Patient services recommended that the patient follow up with their health care physician (hcp) regarding their pain. There were no further complications reported.

Event description:
Additional information was received from a consumer. It was reported that the patient increased stim up to 7.7. Powered off a week or so later and wanted to go higher. The patient then turned it on and it was at 0.0. The patient started all over again. Went up as high as they could, cannot remember how high they are now. The patient inquire how high they can go and thinks it can go to 8.5. The patient spoke to their managing healthcare professional and was advised to lower the setting. When the patient worked on high or low, they placed a heavy wash cloth over the stitches and it helped quite a bit. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that it doesn't keep the number they wanted. It says done and it deletes it. Patient has always been on program 1 and tried all the strengths to 3 or 4 and it wouldn't go past 7. Agent did not ask about the circumstances that led to the reported issue. Patient on the call changed to program 2 at 1.6 volts. Told the caller to monitor her symptoms for a couple days and see if their symptoms improve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the circumstances that lead to the stim being down to 0 after being checked was undetermined. It was the first time it went to 0.0. The patient brought it up to the physician and the doctor indicated the patient bringing it up to 3.3 or 4. There were no change at all ever since the patient had the device implanted. The patient used to use 30-35 pads a week and woke up 2-3 times a night. Prior to the use of the device, the patient usually used 36 pads. No further patient complications are anticipated or expected as a result of this event.